Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the stomach tissue, the stapler was not able to fire, the green button was pressed and the handle was not squeezed. They used another loading unit to complete the case. There was no patient injury.